Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ did this issue contribute to any patient adverse event? - no. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Suture was removed in the inoffice visit. ¿ was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. No. ¿ what is the patient¿s current health status and condition? No issues. ¿ if re-suture/re-closure was performed: - was reoperation necessary to remove the suture and re-close the wound? No - was the suture trimmed in physician¿s office? Suture (seen in picture) was removed from a location far away from the original closure. - was the suture removed in a routine post-op procedure? Post op office visit. - was the suture removed in a reoperation procedure? No. ¿ if applicable, please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction): red pimple looking dot that bothered patient significantly. ¿ did the suture break? Unknown. ¿ was there any alleged deficiency related to the product? Pa thinks something was wrong with suture. ¿ can you identify the lot number of the product involved? No. ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep)- submitted by sales rep. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. It was reported to rep by a orthopedic app that a barbed suture released itself from the original placement position and traveled through the patients leg until the patients body spit it out several inches from the original point of placement. Device availability was unknown. Additional information was requested.